Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for occipital neuralgia reported starting a couple of months ago the device was shocking them in the head and neck where the wires were to give the pulsating. The shocking was every day, but also stated to "sometimes not be as bad since sometimes it was one to two times per week." When the shocking occurred it could be anywhere from five to 10 minutes, and came in little bursts which were bearable. According to the consumer the reason it could be shocking was because it was dead since they had it five years, and were told the :non-rechargeable device was five years." The consumer was looking for someone to check the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.